Event description:
According to the complaint, blood sprayed out from the syringe. According to a complaint received by a phone call on (B)(6) 2018, a customer experienced a blood leakage from a crack in a safepico syringe during a blood sampling. The blood sprayed on to the user, who was wearing a laboratory coat, and who was not in contact with blood. Conclusively, the user was not treated.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labelling assembly in the production.